Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
It was reported that the system could not produce a fluoroscopic image. This may cause the system to become unusable due to the inability to produce a live image. There is no report of injury or death associated with the event described in this complaint.